Event description:
Meter was reading inaccurately high, the pt had tested their blood sugar and obtained a result of 248 mg/dl. The pt then tested on another and obtained a result of 178 mg/dl. Two control tests were performed, both failed. No harm or injury was alleged. The meter is being replaced for the pt.